Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Follow up for additional information and device is being performed. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that guidewire of the pipeline device was stretched and "aspirated out of the body." No further information was provided.

Manufacturer narrative:
Additional information per our instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Event description:
Medtronic received additional information that the patient had very tortuous anatomy.